Event description:
Based on the medical records provided by the patient: on (B)(6) 2002 - patient underwent repair of incarcerated incisional hernia with composix mesh. Lysis of adhesions were performed. On (B)(6) 2010 - patient underwent an exploratory laparotomy, incision, drainage and debridement of necrotic fascia. A purulent fluid was encountered and the composix mesh was excised. Lysis of adhesions were performed.

Manufacturer narrative:
Based on the medical record review the patient underwent repair of an incarcerated incisional hernia with composix mesh on (B)(6) 2002. Lysis of adhesions were performed to free a small bowel obstruction. Nearly eight years post implant, the patient underwent an exploratory laparotomy. Incision, drainage, and debridement of necrotic fascia. A purulent fluid was encountered around the anterior surface of the mesh. The composix mesh was excised. Lysis of adhesions were performed. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including morbid obesity and diabetes. The information provided indicates the patient was treated for adhesions which is a known adverse event listed in the IFU. The operative report from the explant of the composix mesh indicates the mesh was infected, however, the culture report provided does not confirm the presence of infection. Additionally, no sample was returned for evaluation and no lot number was provided, therefore, a manufacturing review is not possible. With the currently available information, no conclusion can be drawn at this time.